Event description:
It was reported that the patient's neurostimulators were replaced due to normal battery depletion. After the replacement the patient's new devices were set to the same parameters as the previous devices. Following the replacement, the patient experiencing intermittent tingling in his face and down his right arm and hand with stimulation turned on. Palpating the left ins ((B)(4)) reproduced the sensation. The patient also experienced a loss of therapeutic effect leading to a worsening tremor. It was not clear if this was related to the left ins, the right ins or both. Impedance measurements were elevated, but within range. The values were highest on combinations with the 0 contact. The patient's left ins was reprogrammed, and the patient did fine for 1 to 2 days, but he then experienced a loss of effect, frequent shocks and paresthesia in the hand and face. This occurred frequently throughout the day, several times per minute. At 3.7 volts the patient's tremor was controlled. At 3.4 volts the patient lost tremor control. At 4.0 volts the patient's writing sample was real good and he had no paresthesia. The patient felt tingling / wave sensation on exterior of his head, behind the ear on the contralateral side. It was noted that prior to the replacement the patient never experienced this type of problem. It was later reported that the patient's left ins was replaced and the issue was resolved. It appeared that the number 1 contact setscrew was loose, and the surgeon stated he tightened it until he heard several clicks. The patient recovered without sequela. Refer to MFR. Rep. # 3004209178-2012-03755.

Manufacturer narrative:
Lead model 3387s-40, lot # v291949, implanted: (B)(6) 2009, explanted: na; extension model 7482a40, serial # (B)(4), implanted: (B)(6) 2009, explanted: na; programmer model 37642, serial # (B)(4).